Event description:
On 07/10/2025, it was reported by a sales representative via (B)(4) that an ar-6483 foot pedal is not registering with the console, the cord appears partially cut exposing wires. Discovered during a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.